Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Hence, the reported complaint cannot be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. We cannot discern a root cause for the reported failure mode based off of the information received by depuy mitek. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. Depuy synthes has been informed that the lot number is not available. Device history lot: null. Device history lot: null.. Device history review: null.

Event description:
It was reported by the affiliate from (B)(6) that a suture hook was found to be deformed right after opened. There were no patient consequences. Additional information was obtained by the affiliate on 1-16-2018: the issue was detected during procedure. The deformity of the device was suspected right after it was opened from the package. There was no significant delay to the procedure. The procedure was completed, alternatives were readily available from the spare stocks for the case. The customer failed to provide the lot number and discarded the device already.